Event description:
While using a byte night aligner, patient reported that the front two teeth part of the aligner sticks out away from their teeth and when they smile it comes up over their lip and makes it very sore. The patient has had to file a few spots, but the front is at least 1/8 inch away from their teeth. Patient also did hot water bath for the aligner to soften it but still has an issue with the aligner. Patient may need an evaluation for possible MFR error if fit tips do not help.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.